Event description:
Medtronic received info that this bioprosthetic valve, implanted 4 yrs, was explanted due to calcification.

Manufacturer narrative:
(B)(4): eval - device history reviewed. Results - device history review found the product met specs when released for distribution. Conclusion: cause of event attributed to pt condition and possible bias wear. Analysis - upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where host tissue extended on the inflow of all cusps and tan thrombotic host tissue was adhered between the lunula of all cusps adjacent to the inferior coaptive areas. Small tears and abrasions through the free margin and/or lunula of the right and non-coronary cusps appeared to be due to contact with the bias cloth. Glistening off-white pannus remained attached to the tissue and base stitching, into all inferior coaptive areas, extending 1 to 2 mm onto all cusps, slightly reducing the inflow orifice area. Tan thrombotic host tissue adhered to the lunula of all cusps adjacent to the inferior coaptive areas. Tan thrombotic host tissue lined the left and right cusps along the outflow margin of attachment. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and thrombus. These findings are generally considered a pt related condition. Contact with bias cloth may have also contributed to the analysis findings.